Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was verified; however, no failure was identified related to the reported low blood glucose level.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) levels were not confirmed on (B)(6) 2017. Five cartridge change sequences were conducted and five tubing fill processes were requested. There were no irregular bolus requests made. There were no erratic basal rate adjustments. Complaint could not be confirmed. If user did not disconnect during ¿tubing fill¿ process of the cartridge change sequence insulin would be delivered, and this could cause bg levels to drop. There was no evidence of device malfunction.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer's blood glucose (bg) level was low and glucagon was administered by the contact. The cause of the low bg was not known. The paramedics were called and administered glucagon. The customer was taken to the emergency room (ER). The contact declined tandem technical support's offer to troubleshoot. While in the ER, the customer attempted to load the pump with multiple cartridges and received multiple cartridge alarm 19s. The bg level was 350 mg/dl. The customer left the ER the same afternoon with a headache and a bg of 157 mg/dl. The customer was to use insulin injections for insulin therapy.